Manufacturer narrative:
The insulin pump was received with no escape and act button response due to corroded keypad traces. No other alarm noted during testing. The pump was unable to verify for motor error, the excessive no delivery test and failed battery test alarm due to no escape and act button response. The motor was tested outside the device and passed motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.